Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The ventilator was returned to the manufacturer's quality assurance laboratory for evaluation. The device passed all testing and was found to operate and alarm as designed. No deficiencies or issues that would impact therapy were observed. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. On the reported date of the event the device was alarming frequently for patient circuit disconnect, low minute ventilation, low tidal volume, high peak inspiratory pressure and low peak inspiratory pressure conditions. The majority of these alarms were acknowledged as evidenced by alarm silence/reset keypresses. The alarm with the longest duration was a low tidal volume alarm which was logged at 06:30:29 utc and sounded for 327 seconds (approximately 5.75 minutes). Using the downloaded patient data, waveform analysis graphs were generated in direct view (a software application). The breaths per minute graph indicates machine delivered breaths as well as spontaneous breaths generated by the patient. On the day of the reported event the ventilator's breath rate was set to deliver 21 breaths per minute. As can be seen in the breaths per minute graph below, the patient was generating spontaneous breaths until approximately 10:13:00 utc at which time only machine delivered breaths were generated. No further spontaneous breaths were generated and the machine was powered down at 10:29:04 utc. The pressure and flow graphs indicate increases in both pressure and flow beginning at approximately 09:13:00 utc. The increase in pressure and flow is consistent with some type of occlusion or partial obstruction of the patient's airway or the patient circuit. These conditions continued until the device was powered off at 10:29:04 utc. Based on device testing and evaluation of the ventilator's downloaded event logs and patient data logs, the manufacturer concludes the device operated and alarmed as designed during the relevant timeframe. The ventilator did not cause or contribute to the reported event.